Event description:
T was reported the vessel dissection occurred. The target lesion was located in the right coronary artery (rca). A 3.50 x 32 mm promus premier drug-eluting stent was advanced for treatment and deployed. After post-dilation, a type b flow-limiting proximal stent edge dissection was observed. The physician felt that vulnerable plaque contributed to the dissection. The dissection was covered with another 4.00 x 16 mm promus premier drug-eluting stent and the procedure was completed successfully. There were no patient complications reported. The patient was stable post procedure and fully recovered.